Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, a system advisory displayed, the cassette was not recognized, and the system was not performing liquid exchange. The procedure was completed without patient harm.

Manufacturer narrative:
A service request (sr) was opened (B)(6) 2018. A review of the sr indicates the customer was provided a quote for service but it was not approved and service was cancelled. The system was manufactured on june 28, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. (B)(4).